Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022. A patient sample was collected for testing on biofire rp 2.1 (collection and sample type unknown). On (B)(6) 2022. M the sample was tested and resulted in sars cov-2 detected, human rhinovirus/enterovirus detected. This result was reported to the physician. On (B)(6) 2022. Patient #1 sample #2 was collected for subsequent testing on genexpert. Sample was tested on genexpert within around 10 minutes of collection. The sample was run on the xpert xpress cov-2, flu/rsv plus which resulted in sars cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to the physician. Patient was symptomatic during the time of collection. This case involves a symptomatic patient who tested positive for adenovirus, sarscov2 and rhinovirus by biofire respiratory panel, but negative by xpert xpress cov-2, flu/rsv plus test. There is no evidence of malfunction or interference in the cepheid test. No reported harm to the person tested. The likely root cause is inconclusive. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022. A patient sample was collected for testing on biofire rp 2.1 (collection and sample type unknown). On (B)(6) 2022. M the sample was tested and resulted in sars cov-2 detected, human rhinovirus/enterovirus detected. This result was reported to the physician. On (B)(6) 2022. Patient #1 sample #2 was collected for subsequent testing on genexpert. Sample was tested on genexpert within around 10 minutes of collection. The sample was run on the xpert xpress cov-2, flu/rsv plus which resulted in sars cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to the physician. Patient was symptomatic during the time of collection.